Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. Additional information was received on 02-dec-2021. It was reported that the patient was sutured in surgery. After that, the patient was put on percutaneous cardiopulmonary support (pcps) and their progress was being monitored. The physician commented that there were about 2 small holes in the epicardium of the right ventricle (rv), which may have been done when they were operating the ablation catheter on the epi of the rv. Additional information was received on 15-dec-2021. It was reported that the adverse event was discovered during use of biosense webster products. When the stsf was removed from the patient's body, bleeding was observed. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Since there were 2 small holes in the epicardium of the right ventricle, cardiac tamponade may have occurred when the stsf was operated on the epicardium of the right ventricle. The perforated site was surgically sutured. After that, pcps was inserted, and the patient was followed up. Patient outcome of the adverse event was reported as improved. It was not reported that extended hospitalization was required. A transeptal puncture was not performed. It was an epicardial ablation. There was no evidence of a steam pop. The event occurred during the ablation phase, specifically, bleeding was observed when stsf was removed after ablation. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Event description:
It was reported that a (B)(6) male patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. Additional information was received on 2-dec-2021. It was reported that the patient was sutured in surgery. After that, the patient was put on percutaneous cardiopulmonary support (pcps) and their progress was being monitored. The physician commented that there were about 2 small holes in the epicardium of the right ventricle (rv), which may have been done when they were operating the ablation catheter on the epi of the rv. Additional information was received on 15-dec-2021. It was reported that the adverse event was discovered during use of biosense webster products. When the stsf was removed from the patient's body, bleeding was observed. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Since there were 2 small holes in the epicardium of the right ventricle, cardiac tamponade may have occurred when the stsf was operated on the epicardium of the right ventricle. The perforated site was surgically sutured. After that, pcps was inserted, and the patient was followed up. Patient outcome of the adverse event was reported as improved. It was not reported that extended hospitalization was required. A transeptal puncture was not performed. It was an epicardial ablation. There was no evidence of a steam pop. The event occurred during the ablation phase, specifically, bleeding was observed when stsf was removed after ablation. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 30597478l number, and no internal action related to the complaint was found during the review. Based on the mre, the d 4. Expiration date and h4. Device manufacture date have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).